Event description:
Reporter indicated a dell handheld vns computer was freezing during interrogation. Reseating the flashcard and performing a soft and hard reset did not resolve the screen freezing. The handheld vns computer and flashcard have been returned and are currently in product analysis.